Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no damage to the shaft. An examination of the crimped stent found that the distal edge of stent was flared. There was no evidence to suggest that the balloon had been inflated. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left main artery (lm). The physician attempted to insert a 4.00x12mm liberte bare stent delivery system (sds); however, before insertion it was noted that the distal edge of the stent was damaged. The device did not enter the patient and a liberte bare stent was deployed in the lesion at 16atms, followed by postdilation with a 5.0x8mm non bsc balloon at 20atms. The procedure was completed with no patient complications reported. The patient's current condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left main artery (lm). The physician attempted to insert a 4.00x12mm liberte bare stent delivery system (sds); however, before insertion it was noted that the distal edge of the stent was damaged. The device did not enter the patient and a liberte bare stent was deployed in the lesion at 16atms, followed by postdilation with a 5.0x8mm non bsc balloon at 20atms. The procedure was completed with no patient complications reported. The patient's current condition is good.